Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein all of their devices were removed. No malfunction was suspected. It is indicated that the explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced problems with intestinal hypomotility since implantation of ipg and leads. The physician does not suspect that the issue was device related, and does not know the cause. The patient was offered to be explanted by the physician.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm. Model: sc-1140, serial: (B)(4), description: scs precision novi ipg, sterile.

Event description:
A report was received that the patient experienced problems with intestinal hypomotility since implantation of ipg and leads. The physician does not suspect that the issue was device related, and does not know the cause. The patient was offered to be explanted by the physician.